Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 427 mg/dl and customer alleged for possible under delivery as she was getting high. Customer had positive results in ketone test. Customer stated that drive support cap was normal. The device will not be returned for analysis.